Event description:
It was reported that at 0128, the nurse changed the patient's continuous infusions and lines per policy. A second rn was present at bedside to verify all infusion rates, dosages, and volumes. In order to accurately document the amount of fentanyl used from the new syringe during the priming process, the label was inspected to find the total fill volume. The customer reported that on the label, it stated the starting syringe volume was 20 ml. However, the volume remaining in the syringe at the time the syringe "was scanned" was 27.5ml, which was verified by the second rn. Based on the volume used to prime the tubing, the syringe was presumed to have 30 ml in it (instead of the 20ml indicated on the label) when it was brought to the bedside. The nurse notified picu and cicu charge nurses and also called and spoke to the pharmacist to notify them of the discrepancy. It was reported that under advisement of the pharmacist, the order number was verified and found to be correct. The pharmacist also checked the photos from the processing of this infusion; the photos attached in the chart to processing of the aforementioned syringe showed a syringe containing a volume of 20 ml in the syringe. The syringe in the photo attached to the patient's chart reportedly contained the same order number and label, "but different volumes in the syringe." Due to the discrepancy, it was reported that the patient "was not adequately sedated and required multiple prn doses of fentanyl throughout the night." There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.